Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2017; explant date 2024-02-29; UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving compounded baclofen (540mcg/ml at 143mcg/day), morphine (10mg/ml at 2.662mg/day), and bupivacaine (5mg/ml at 1.331mg/day) via an implantable pump. The indications for use were unknown. It was reported that the patient's pump was to be replaced today, but upon opening the pocket, signs of likely infection were present, including pus and fluid in the pocket. The patient had a history of a recent oral infection. The replacement was aborted and cultures of the pocket were taken, but the results were unknown. The previous pump was removed. The pocket was irrigated with pulsed irrigation, and vancomycin was administered. As much of the catheter was removed as possible in a supine position, and previous dacron pouch remnants were removed. The issue was resolved at the time of report. It was noted that the hcp had no further information. Other medications that the patient was taking at the time of the event included oxycodone.  The patient status at the time of the report was alive with no injury.